Event description:
A report was received that the pt was having difficulty connecting the remote control to the ipg. A fluoroscopy confirmed that the ipg had not flipped and a magnet reset was performed but was unsuccessful, an ipg replacement has been recommended.